Event description:
It was reported that during implant the right ventricular (rv) lead insulation damage. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - updated type of investigation, investigation findings, and investigation conclusions codes for non-device return.